Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction and did not see anything in the fault logs indicating a shutdown. The iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown during use on a patient. The iabp was swapped out and therapy continued. No patient harm or adverse event was reported.